Event description:
It was reported that the user¿s dexcom g7 sensor was not connected, prompting ilet to request a blood glucose entry; the caretaker manually entered bg and subsequently paired the sensor, after which no further assistance was needed. Symptoms included hyperglycemia with a reported peak of 224 mg/dl and alerts for elevated glucose, without ketone testing or acute symptoms. Outcomes included transient high glucose for approximately 1¿2 hours, no medical intervention, and use of back-up therapy to address the elevated glucose. Investigation included troubleshooting and user education that restored sensor pairing and functionality. Investigation of this case revealed a pairing failure of the cgm sensor as the probable device interaction issue, with resolution following reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and connectivity-related factors resolved through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.